Manufacturer narrative:
The reason for this revision surgery was for joint instability and a torn rotator cuff. The in-vivo length of service for the product was 2.5 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for this product complaint is the result of the patient falling from a ladder. The fall resulted in instability and torn rotator cuff in the patient's shoulder. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient suffered an injury from falling off a ladder. The fall caused instability and the rotator cuff was torn.